Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, self test and active current test, however it did not pass the sleep current test. Unit functioned properly upon battery installation. The baat program was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: battery cycle 145.0 received the lowbatteryalert (104) on (B)(6) 2026 15:38:00 faster than expected at 6.61 days. Battery cycle 144.0 received the lowbatteryalert (104) on (B)(6) 2026 00:49:00 faster than expected at 6.53 days. Battery cycle 143.0 received the lowbatteryalert (104) on (B)(6) 2025 11:37:00 faster than expected at 6.14 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. With reference to the battery duration failure analysis instructions, the customer did experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. The pump received with normal operating currents. (Thus) software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that no delivery alarms were recorded. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage was noted during visual inspection. Isolated to electronic assembly. The following cosmetic damages were noted: scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. In conclusion customer concern for no delivery was not confirmed during testing via the (adapt) tool which showed no alarm during or around the event date. Costumer concern for battery power loss was confirmed via the baat program which showed that the customer did experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump¿s battery was not lasting 7 days and random no insulin delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-1715kl, unomedical, unk_reservoir. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1715kl. No product return is required for unomedical. No product return is required for unk_reservoir.